Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a pta treatment procedure, balloon removal difficulties were encountered. The lesion being treated was a calcified, 90% stenotic lesion in the non-tortuous external iliac artery. Following post-dilatation with the ultra-thin diamond balloon catheter, balloon removal difficulties occurred, but the maneuvers performed to remove the device are unk at this time. The procedure was successfully completed with this device and there were no pt complications. Current pt condition is reported as 'good.' Add'l info has been requested regarding this event.